Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reverted to manual insulin therapy, due to lack of supplies on hand. Customer's blood glucose was 300 mg/dl.